Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was visually examined, dimensionally inspected, and photographic images were made. The package insert was also reviewed. Evidence that product in specification when used. Product was returned.

Event description:
Allegedly component spun out and was completely vertical. No signs of metallosis. No signs of ingrowth either.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was visually examined, dimsionally inspected, and photographic images were made. The package insert was also reviewed. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2012-00463.